Event description:
It was reported that the pulse width on the external pulse generator was out of calibration. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper and lower case halves are broken. One bail cover is broken. Battery contacts are patinated.